Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced vomiting, diabetic ketoacidosis (dka), and a blood glucose (bg) above 595 mg/dl resulting in a hospitalization. Correction boluses were delivered to address bg. Suspected cause of bg was due to an unspecified pump issue. A system check was performed and no insulin was observed to be flowing out of the infusion set cannula. Customer was treated with intravenous therapy, infused insulin, saline, potassium, novorapid and ondastrol. The customer was released from the hospital two days later with the issue resolved and no permanent damage. Reportedly, the customer reverted to alternate insulin therapy.